Event description:
It was reported that when using the bd pyxis¿ medbank tower unable to issue. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order did not appear due to the item not being assigned to the cabinet. A technical support specialist confirmed the item was not visible in the patient order list, reviewed mql and identified active orders linked to an item ID not assigned to any cabinet bin, while a different item ID was assigned; informed the customer and provided order and item details for pharmacy follow-up, and obtained approval to close the case. The system functioned as intended after the technical support specialist troubleshot the device.